Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device "part got split up". It is known that the device was not used in surgery. It is not known if there was user or pt injury or if medical intervention occurred. There was no additional information provided.